Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an emergency room visit, the device was noted to be in backup mode with a loss of high voltage therapy following an magnetic resonance imaging (MRI). Technical support was contacted and confirmed that the device went into power on reset during the MRI due to the device not being appropriately reprogrammed prior to the MRI. The device firmware was restored successfully to resolve the event. The patient was stable.